Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid sacs around the implants"; "implant removal from textured to smooth due to the concerns of the product."

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to concern with the product. Patient later reported " fluid sacs around the implants" and exchange from textured to smooth implants due to the patients concerns with the product. Patient also reported "lost feeling in my leg" and "diagnosed with lupus" and are not device related. Device has been explanted.